Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'alarm not audible outside of room' was confirmed . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarm was not audible outside room. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.